Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy drain. The cause of the event was not reported. The patient presented to the hospital due to cloudy drain and was diagnosed with peritonitis. It was reported the patient was not admitted to the hospital and was sent home for unspecified intraperitoneal antibiotic treatment (dose and frequency were not reported). Nine days after the event onset, the patient was hospitalized for the peritonitis event. It was reported five days after hospital admission, the patient was discharged from hospital. At the time of this report, antibiotic treatment was ongoing, and the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.